Event description:
It was reported that the customer was taken to the emergency room, and is experiencing diabetic ketoacidosis after ripping off the infusion set. The caller was calling to get emergency supplies sent to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.